Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the user experienced pain while replacing the connectors. There were no reports of patient injury associated with this event. Follow up with the customer was performed and the following information obtained: the user has filed for workman¿s compensation due to the pain they experienced while replacing the connectors.

Manufacturer narrative:
This supplemental report is to correct the initial MDR. The initial medwatch reported the user experienced pain while replacing the connectors. Though pain was reported while replacing the connectors, there were no reports of patient injury associated with this event. Furthermore, pain in and of itself is not a serious injury, and no intervention was reported. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.